Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the gastrointestinal videoscope exhibited a video connection error. The issue occurred during inspection for use. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d9, h2, h3, h4, h6, h11. The device was returned to olympus for inspection and the reported failure video connection error was confirmed but picture could not be obtained was not confirmed. A definitive root cause could not be identified. However, based on the results of the investigation, the most probable cause of the video connection error was traced to component failure. In addition, the cause of the inability to obtain a picture could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
Additional information was provided by the customer: the customer reported that a picture could not be obtained.